Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10   visual examination of the returned product identified signs of repeated use nicked / gouged / worn. Component is fractured which caused a secondary component to become disassmebled and wasn¿t returned. Analysis determined fracture surface artifacts of hackle marks, river lines, and possible wallner lines suggest the overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint was confirmed based on the returned device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during the procedure. No known patient impact. No additional information available at this time.